Event description:
During the procedure, the catheter tip detached and was lodged in the sheath. This occurred when inserting the catheter into the 10f sheath. The sheath was removed and exchanged for a new sheath and catheter with no issues. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: a3a, a4, a5, d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured and detached at the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached tip remains unknown.